Event description:
The patient received a box change from a kora250. Leads were implanted a while back, a slighty higher rv threshold was already known ( 1.25v / 0.5ms) the physician changed to the subject eno dr.. Before connecting the leads, he used the psa to check the leads. Measurements were all good. Pacing threshold was 1.25v / 0.5ms. He connected the leads without problems. After the operation the rv lead showed a very high pacing threshold (between 3.5v / 0.5ms and 2.5v / 0.5ms). The physician suspected a problem with the connection. The next day the patient was again in the surgery room. The physician checked the leads and the connection and said that no problems whatsoever were visible. The leads were clean, the connection was good. He suspects a faulty rv lead connector and switched to a new eno dr device, explanted the previous one and gave it to me to return.

Manufacturer narrative:
Please find below the conclusions: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the lead connection test was successful. The issue described in the complaint could not be reproduced. Based on the available information and the information provided in the complaint description, a lead issue could not be excluded. The complaint is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient received a box change from a kora250. Leads were implanted a while back, a slighty higher rv threshold was already known ( 1.25v / 0.5ms) the physician changed to the subject eno dr.. Before connecting the leads, he used the psa to check the leads. Measurements were all good. Pacing threshold was 1.25v / 0.5ms. He connected the leads without problems. After the operation the rv lead showed a very high pacing threshold (between 3.5v / 0.5ms and 2.5v / 0.5ms). The physician suspected a problem with the connection. The next day the patient was again in the surgery room. The physician checked the leads and the connection and said that no problems whatsoever were visible. The leads were clean, the connection was good. He suspects a faulty rv lead connector and switched to a new eno dr device, explanted the previous one and gave it to me to return.